Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: on examination, the battery cap that was returned with the pump for investigation was noted to be cracked with some portions of the threads missing. The battery compartment was also noted to be cracked along the left side to the grip pad and below the grip pad. The battery cap was not able to be tightened onto the returned pump or a test pump. A test battery cap was used to complete the remainder of the pump testing on investigation and the pump was found to function as intended and within the required specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; unable to remove battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.